Event description:
The customer reported to olympus, the camera head was not working. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty cable caused no image to appear. An additional evaluation finding was a faded label on rear cover. Good faith effort follow-ups with the customer revealed no further event information could be provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the communication could not be performed normally due the camera cable was disconnected. Olympus will continue to monitor field performance for this device.